Event description:
The reporter stated the surgeon was inserting an aa4204vl silicone single piece lens and the lens tore. The lens was not inserted but, there was patient contact. The incision was enlarged and another lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Eval codes: results: visual inspection of the returned product found one haptic torn off. There was evidence of reddish residue. Conclusions: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.